Event description:
It was reported that there was a component missing from the package. It was noted that the manufacturer representative was in a case the morning of report and needed a plug. It was noted that when the kit was opened there was only the boot and no plug. This product was not used. Then another kit was opened and that one had a plug. There was no patient injury.

Manufacturer narrative:
(B)(4).